Event description:
A customer reported to beckman coulter, inc. (Bec) a leak in the unicel dxc 600 synchron clinical system, from the y tubing attached to v22 and v37. The customer stated that the spill looks like no foam reagent. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse found no foam reagent leaking at y in tubing. The fse replaced the no foam canister and tubing.